Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The catheter was tested outside the body and deployment of the catheter array was normal. After the catheter was inserted, it was found that the guidewire was sticking inside the lumen. The guidewire was forced out of the catheter, but spline bunching was observed afterwards. The catheter was pulled back into the sheath and rotated, but the wire became stuck again. The sheath was removed from the patient while the catheter was inserted to retest the guidewire, but it continually became stuck at the distal end of the lumen. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and dissection. The catheter was returned in flower position, and with the splines inverted. It was not possible to load the guidewire, possibly due to damage to the guidewire lumen. The catheter was dissected to further inspect the guidewire lumen damage and to look for any other potential abnormalities that could contribute to a deployment issue. Dissection of the device revealed a kink in the guidewire lumen near the hypotubes. The reported clinical observation were confirmed by the analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The catheter was tested outside the body and deployment of the catheter array was normal. After the catheter was inserted it was found that the guidewire was sticking inside the lumen. The guidewire was forced out of the catheter, but spline bunching was observed afterwards. The catheter was pulled back into the sheath and rotated, but the wire became stuck again. The sheath was removed from the patient while the catheter was inserted to retest the guidewire, but it continually became stuck at the distal end of the lumen. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.